Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx monitor/defib indicating that the paddles were defective. There was reportedly no patient involvement. The fse evaluated the device at the bench and found the issue. The fse confirmed that the paddles were defective and the paddles were replaced. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, physical damage to the paddle tray was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the paddles to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.